Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in ER after receiving inappropriate shock due to lead noise. Variation of the pacing lead impedance and r-wave amplitude were also noted. Review of fluoroscopy revealed externalized conductors. The lead was explanted and replaced.